Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they went to bolus and noticed that none of the buttons were working. No further information reported.

Manufacturer narrative:
The insulin pump had no escape or act button response due to corroded keypad traces. No button error alarm was noted during testing. No battery alarm could be verified due to the unresponsive buttons. The insulin pump was received with a cracked belt clip slot, minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.